Event description:
The customer reported that he was hospitalized after experiencing low blood glucose levels. The customer stated that he slept all day and didn't eat the day before the hospitalization. The customer stated that his blood glucose was 166 mg/dl when he was admitted. The customer stated that the screen was blank when he woke up. The customer pressed the act and esc buttons, but the screen remained blank. The customer stated that he was lethargic, and the paramedics were called. The customer's wife stated that the screen came up on its own, and the insulin pump was giving a no delivery alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump wasn't exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer that a battery cap would be sent to him, and to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.